Event description:
It was reported that a vns patient experienced an increase in seizures due to an unknown reason. Further information was received from the office of the treating neurologist in the form of clinic notes. The latest evaluation was performed on (B) (6), 2010 in which the patient asked if the vns was working properly as it had not been helping with the increase in seizures lately like it had done in the past by decreasing the intensity and frequency of the seizures. Furthermore, the patient reported trauma as he was in an automobile accident and cracked some ribs along with having the seat belt imprinted across the shoulder and chest. The vagal nerve stimulator was interrogated and both system and normal mode diagnostics were within normal limits. Current interventions at the moment were to increase the patient's settings. Good faith attempts to obtain additional information have been unsuccessful to date.